Manufacturer narrative:
The treatment tip has been discarded and is not available for evaluation. The product serial number was requested, but not provided so a review of the device history records is not possible. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A patient reported experiencing a burn and black spots the day following their thermage face and eye treatment. No treatment for the burn or spots was noted. The current status of the patient is reported as unchanged, as the black spots remain. The patient would not provide photos. No clinical information is available as the treating physician has resigned.

Manufacturer narrative:
It was reported a patient experienced burns and black spots on the face post thermage flx treatment. No other treatment information was provided by the treating clinic. No product was returned for evaluation. According to thermage flx user manual (p009418-04 rev. A), burns are a known possible side effects during a thermage flx treatment. The procedure produces heating in the upper layers of the skin, and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Based on the lack of information provided by the clinic, no causal factors can be determined and no conclusions can be drawn.